Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument was difficult to close. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/18/1998- supplemental report sent to FDA. During our evaluation, the device functioned as intended. However, we have determined a possible cause of this condition was inadvertent release of the disposable loading unit by the user. The safety feature inherent in this device prevented the jaws from closing with a disposable loading unit which was not properly seated in the stapler.